Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately one month post implant that the left ventricular (lv) his bundle lead exhibited no capture. The lv lead remains in use. No patient complications have been reported as a result of this event.